Manufacturer narrative:
Updated fields: updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10. Corrected fields: e3.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not autofill. There was no patient involved an no adverse vent was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and discovered issues with the calibration and a worn luer fitting. The stm replaced the luer fitting then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not autofill. There was no patient involved an no adverse vent was reported.